Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported application restarts occurring impacting their information center ix. The issue occurred after january 1 2018. There was no patient incident.